Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was foreign material in the suction cylinder and channel tube due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost in the angulation knob in all directions due to damage. It was also observed that the up and down knob did not move smoothly due to deformation of the angle shaft. It was observed that insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover. It was also observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a dent. It was also observed that the adhesive on the bending section cover had wear. Lastly, it was observed that the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had a strong odor in the canal. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found in the suction cylinder and channel tube which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material in the cylinder and biopsy channel may not have been removed due to improper reprocessing caused by leakage at angulation control knob. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "preparation and inspection - inspection of the endoscope - inspection of the endoscope preparation and inspection - inspection of the endoscopic system - inspection of the instrument channel." Olympus will continue to monitor the field performance of this device.